Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had been sterilized. It was further observed that the device was damaged due to dropping. Therefore, the reported condition was confirmed. It was determined that the device had been autoclaved by error, it was handled incorrectly, and fell down as there were signs of dropping found on the housing. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during the cleaning process the sterile department did not take the power module device out of the handpiece device. As a result, the power module device was damaged. This event was no related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.